Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-operatively, the leadless implantable pulse generator (ipg) exhibited 'mediocre' threshold conditions that were deemed acceptable due to patient age and also exhibited intermittent non-capture. The pull-and-hold teste was performed and the engagement of two tines was confirmed. After cutting and removing the tether the leadless implantable pulse generator (ipg) dislodged into the left pulmonary artery. The device was snared and successfully recovered. It was subsequently revealed that only one tine had been engaged, which was a misinterpretation due to the partial rotation of the device. The device was replaced. No patient complications have been reported as a result of this event.